Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room with symptoms of confusion and loss of orientation. An MRI was performed due to suspicion of a cerebral hemorrhage or cerebral infarction. Following the MRI, the device was found in backup mode. The patient was hospitalized and abbott technical support was contacted to restore the device to normal function. The patient was in stable condition.